Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented during follow up in clinic. Right ventricular (rv) lead was tested and noted to have externalized conductors. The device exhibited high voltage (hv) output circuit anomaly. Therapies were turned off and the patient was provided with external defibrillation system. Patient was stable and suffered no adverse consequences.